Event description:
At removal of the lumbar catheter kit, a piece of lumbar catheter (4.0 cm) remained in a patient. At time of reporting this incident, the surgeon decided to leave it in the patient.